Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Address line : (B)(6).

Event description:
The customer observed a false low sirolimus result while using the architect i1000sr analyzer. The customer indicated an initial result of 2.1 and a retest result of 4.4. No adverse impact on patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse checked all aspiration and dispensing components and optics; however, he did not find any obvious problems which would contribute to discrepant results. After instrument inspection, no issues were found with sirolimus results. The samples were repeated and correct results were generated. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results with the analyzer as likely cause after the current complaint was received tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.